Event description:
It was reported that during a cryo ablation procedure, it was not possible to fully lock the integrated dilator/needle into the sheath. The physician was able to complete the transseptal puncture without any issues. It was further reported that after the cryoablation was successfully completed, it was noted that the coagulation process was complete with a good verification of the coagulation time after anticoagulant injection. Approximately two hours following the cryoablation procedure, the patient had an onset of a lack of sensation on the left side of the body; the patient did not feel anything and could not move their arm and leg. An MRI (magnetic resonance imaging) was performed, and the patient had blood clots in an area of the brain. No treatment was possible. After a few hours, the symptoms disappeared, and the patient could feel the left side of the body. The patient was fully recovered after eight hours. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.